Manufacturer narrative:
Additional information: the balloon would not maintain pressure during inflation. Report # mw5058768.

Manufacturer narrative:
(B)(4).

Event description:
The physician intended treat lesions in the rca and the saphenous vein graft. There was some tortuosity, but not extreme. Dilation was performed with a sprinter legend balloon. It was reported that the product was checked and prepped before usage and nothing unusual was noted. Balloon was inflated for 25 seconds in the 1st rpl but did not maintain pressure. It was reported that the balloon ruptured. Further dilation was performed with another sprinter legend balloon. A 2.5 x 26mm resolute integrity device was then used. The device was removed from packaging per IFU and inspected with no issues noted. Negative prep was performed with no issues identified. It was reported that following failed delivery of the resolute integrity stent, difficulties were encountered removing the device from the patient and the stent dislodged from the delivery system when it caught on the edge of the non-medtronic guide catheter. Resistance had not been encountered advancing the device and excessive force was not used. An ivus catheter was inserted to locate the dislodged stent. The stent was located and was crushed in the patient using a balloon. Two more sprinter legend balloons were used for dilation and a 4.0 x 38mm resolute integrity stent was successfully deployed. Again, dilation was performed with a sprinter legend balloon. An attempt was then made to implant a 2.25 x 26 mm resolute integrity stent. The device was removed from packaging per IFU and inspected with no issues noted. Negative prep was performed with no issues identified. Again following failed delivery, difficulties were encountered removing the device from the patient and the stent dislodged from the delivery system when it caught on the edge of the guide. Resistance had not been encountered advancing the device and excessive force was not used. The stent was also crushed in the patient using a balloon. A sprinter legend balloon was used again for dilation. No further patient complications were reported.